Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete a boot cycle. When this occurred the service indicator was illuminated. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system controller and user interface pcb assemblies. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. Physio further evaluated the removed system controller pcb assembly and observed that integrated circuit chip, designator u61 had a 33 ohm electrical short and a current leakage of 30ua. The electrical short caused the reported issue. The removed user interface pcb assembly was an ancillary part and there was no failure of this assembly.

Event description:
The customer contacted physio-control to report that their device would not complete a boot cycle. When this occurred the service indicator was illuminated. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.